Event description:
It was reported that this patient presented to the hospital after experiencing two episodes of syncope. The patient was admitted to the hospital for observation. Their implanted pacemaker device was noted to be programmed to a right ventricular (rv) auto capture monitor mode. Loss of capture was observed overnight in the hospital and the pacemaker device rv output programming was changed to 7.5 volts at 1 millisecond. The following day, the device rv threshold was tested with measurements of 1.1 volts at 1.0 milliseconds and 1.7 volts at 1.7 milliseconds. The rv impedance was noted to be stable with a measurement of 554 ohms, which is within normal specification limits. Also, there was no noise observed on the stored electrogram. The patients rv threshold was indicated to have gradually increased from 1.5 volts to 2.5 volts this year. The rv output programming was then changed to 5.0 volts at 1 millisecond. The device remains in-service. No additional adverse patient effects were reported.